Manufacturer narrative:
Concomitant medical products: product ID: 37081, serial#: unknown. Product type: extension. Other relevant device(s) are: product ID: 37081, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the rep was in the operating room and the healthcare provider (hcp) was attempting to remove bifurcated extension from 0-7 port but it was not coming out. The hcp had completely removed the setscrew. It was suggested twisting extension while attempting to remove it from header block, using sterile water to lubricate extension and manipulating extension. The use of any tool could damage the extension. The rep reported that the use of fluid allowed the lead to come out, however, she got the #7 electrode as do not use, possible open circuit. The rep said the hcp knew of electrode 11 <(>&<)> 15 being greater than 10k (open) prior to replacement. The rep able to program around the open electrodes. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the electrode 11 and 15 issue was not determined and the cause of the inability to remove the extension was not determined. The electrode issue was not resolved and no other actions were planned. The representative was able to program around the affected electrodes and the patient was getting good coverage to their pain areas.